Event description:
The mitek rep. Reported that in a case the surgeon used a mitek vapr ii system to perform a shoulder decompression. Apparently a portion of the metal patient positioner was touching the patient's skin under the drape. Post-op a burn was noticed on the patient's abdomen and the dr. Thinks that current may have leaked from the vapr electrode and exited patient via metal touching skin causing post-op burn.